Event description:
It was reported that an ilet user experienced rising blood glucose reported at 305 mg/dl after performing a first-time solo supply change, during which the user did not initially complete the press-and-hold priming step. The customer care agent guided a disconnect, rewind, cartridge reinsert, new tubing and connector, visible drop confirmation, infusion set replacement and confirmed resumption of insulin delivery, including user's blood glucose follow up. Investigation of this case revealed that the event was consistent with inadequate priming and an infusion site issue leading to reduced insulin delivery, with subsequent correction after proper setup. Symptoms included polydipsia and drowsiness/sleepiness associated with the reported hyperglycemia. Outcomes included no medical intervention or hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with user setup error and infusion site integrity issues contributing to hyperglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.